Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared multiple errors related to an over voltage protection error. There was no patient involvement.

Manufacturer narrative:
Date of report: 13jun2019. Date rec'd by MFR: 05jun2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer to check the event log and found that the unit declared errors 111b (35 volt supply failed), 1127 (over voltage protection circuit failed), 1117 (3.3 volt supply failed) 111a (24 volt supply failed) 111d (motor controller printed circuit board analog digital converter failed). The technician then walked the customer through a voltage check of the power supply and found that the power supply was performing as expected. The technician advised the customer to replace the power management board. The customer reported they will not repair the unit and removed the unit from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.